Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. No complaints have been received regarding this batch of devices. The shop floor paperwork has been reviewed and no issues or discrepancies were found. The shop floor paperwork confirms that this device met all material, assembly, and performance specifications. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications.

Event description:
It was reported that during a ptca treatment procedure, the choice 300 es guidewire fractured. A portion of the guide wire lodged in the first obtuse marginal branch of the circumflex coronary artery resulting in a perforation of the artery. The patient required emergent open chest / open heart surgery and removal of the guide wire. Additional information has been requested regarding this event. Uf # (B)(4).